Event description:
Information received indicates the right side rail will not latch.

Manufacturer narrative:
The technician found a bolt had fallen out of the side rail assembly. The technician replaced the bolt and nut to repair the bed.